Event description:
This is the first of two reports (same pt, same incident, different product ids). This report is in regards to the glenosphere ecc 50mm. The pt had a reverse total shoulder on (B)(6) 2014. The pt returned to see the physician on (B)(6) 2014 as he had problems after pushing off/up from a table. X-rays showed that the glenosphere had disassociated. On (B)(6) 2014, revision surgery was performed to replace the glenosphere. During the operation, it was discovered that the poly had been damaged. Both components were replaced. Add'l info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.